Event description:
It was reported to boston scientific corporation that a radial jaw 4 - sc - biopsy forceps was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, it was noted that a metal piece is sticking out the side of the forceps. The procedure was completed with another radial jaw. There were no patient complications as a result of this event. Note: a photo of the device was provided by the customer showing the device outside the patient with an unknown piece sticking out of the side of the forceps jaws.

Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of device contaminated.